Event description:
It was reported that the customer's device experienced faster battery depletion. There was no reported impact on the customer's blood glucose level. The customer declined assistance from technical support, and no further actions were documented.